Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the operating room, atrial and ventricular lead noise were observed. The ventricular noise resulted in device charging for therapy that was eventually aborted. Both leads were explanted and replaced. The patient condition is stable.